Manufacturer narrative:
H10: received: one unit (1) used list# 011-h2457, 25 units of spiros® closed male luer. Lot# unknown connected to one (1) used luer lock IV syringe 3 ml were received on july 8, 2020 for evaluation. As received, clear drug residuals were present within and outside of the spiros housing. The spin feature of the spiros was activated and spinning freely in the rotational direction. No spline damage was observed. The female luer of the spiros was securely connected to the male luer of the 3ml syringe. No damage or anomalies were identified on the returned syringe. The spiros was leak tested according to product performance specifications and no leakage was observed. The reported complaint of leakage can be confirmed based on the residuals identified. It is unknown how or when these residuals were created. A device history review could not be conducted because no lot number(s) was/were identified. Additional information in d10 and g1.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The customer reported a spiros closed male luer that while injecting vidaza at homecare, there was a leak at the end of the syringe, at the level of the device not the needle. The product passes through the filter inside. The patient did not receive all the product during the injection, there was a loss of 2 drops. There was patient involvement but no adverse event, no delay in therapy, no medical intervention, and no blood loss.